Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had inappropriate therapy due to the programming of the discriminator. There were no changes made to the device and the patient's medication was adjusted. The device remains in use. No further patient complications have been reported as a result of this event.